Manufacturer narrative:
12 march 2021 (follow up 003) . Currently awaiting product return. The product has been requested to be returned for full investigation. On the 04 march 2021, the quality analyst has asked technical service to reach out to the customer one last time and ask them to send in the system in for evaluation. 08 march 2021 technical service perception has it that the customer will only ship the system to germany once they have received a loaner retcam system. Technical service is hoping to have a loaner system in germany this week for final check before sending it to the clinic.

Event description:
The retcam suddenly displayed a white screen and needed to be turned off and restarted. The images of the 10 week premature newborn were lost. The examination had to be repeated and there was major and prolonged bradycardia.

Manufacturer narrative:
On 09 april 2021, (follow up 004) ref to natus complaint# (B)(4). Currently awaiting product return. Customer received the loaner retcam. They will now prepare the retcam shuttle in question, and will ship it to us for evaluation.

Event description:
The retcam suddenly displayed a white screen and needed to be turned off and restarted. The images of the 10 week premature newborn were lost. The examination had to be repeated and there was major and prolonged bradycardia.

Event description:
The retcam suddenly displayed a white screen and needed to be turned off and restarted. The images of the 10 week premature newborn were lost. The examination had to be repeated and there was major and prolonged bradycardia.

Manufacturer narrative:
Follow up 002 (ref natus complaint #(B)(4). The product has been requested to be returned for full investigation. The quality analyst sent a follow up reminder to the customer on the 08 february 2021 about shipping the system to germany. The evaluation will be carried out there. Currently awaiting customer response.

Manufacturer narrative:
07 may 2021 (follow up 005) ref to natus complaint#: (B)(4). Product examination and functional testing: 15-apr-2021: technician evaluated the system. Technician observations were as follows: the fan is partly soiled. The light source is sufficiently bright. The fiber interface and lens interface needs cleaning. 19-apr-2021: the laptop was received and was installed on the system. 21-apr-2021: system was evaluated by the technician: the bios battery was low which lead to loss of date / time. Manually setting the correct date / time allowed login to the system. Further tasks include replacing the bios battery, cleaning lens / fiber interface, and run a final test. 03-may-2021: additional testing was done on the system. Technician found that the "system appeared to be robust in all recordings / tests". There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefor a CAPA is not required. Per qms-004442 complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. Per information found in 18-000022 rev. R risk assessment retcam, ref. Line 9.1.5, hazard category/harm - delayed procedure, safety risk - acceptable a risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and / or probably of occurrence has not changed. A device history record review is not applicable because, prior to the reported issue the device was in service for 2 or more years and a manufacturing defect is very unlikely. Investigation result code: pleasant on/unable to confirm/reproduce reported issue. Closure rationale: complaint could not be verified, monitor for future occurrence.

Event description:
The retcam suddenly displayed a white screen and needed to be turned off and restarted. The images of the 10 week premature newborn were lost. The examination had to be repeated and there was major and prolonged bradycardia.

Manufacturer narrative:
15 jan 2021 follow up 001 (ref natus complaint #(B)(4)) awaiting product return, reached out to the customer on the 22 december 2020. There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefor a CAPA is not required. Per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. Per information found in 18-000022 rev. R risk assessment retcam, ref. Line 9.1.5, hazard category/harm - delayed procedure, safety risk - acceptable. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and / or probably of occurrence has not changed. A DHR review is not applicable because, prior to the reported issue the device was in service for 2 or more years and a manufacturing defect is very unlikely.

Event description:
The retcam suddenly displayed a white screen and needed to be turned off and restarted. The images of the 10 week premature newborn were lost. The examination had to be repeated and there was major and prolonged bradycardia.

Manufacturer narrative:
(B)(6) 2020 initial report (ref natus complaint #(B)(4)). During the acquisition of images on the second eye of a (B)(6) premature newborn, the retcam suddenly displayed a white screen, the device froze. The retcam system needed to be turned off and restarted and all the images from the child were lost. The examination needed to be performed for a second time. There was major and prolonged bradycardia during the second examination with 25 percent desaturation supported by oxygen therapy. The product has been requested to be returned for full investigation.

Event description:
The retcam suddenly displayed a white screen and needed to be turned off and restarted. The images of the (B)(6) premature newborn were lost. The examination had to be repeated and there was major and prolonged bradycardia.